Event description:
A malfunction alarm occurred displaying a malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, confirmed the shipping address, and instructed the customer on returning the faulty pump. The customer had no backup insulin therapy available and intended to contact their healthcare provider for guidance.